Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. This rv lead was explanted.

Manufacturer narrative:
This supplemental report is being submitted to confirm that this case will be closed as a duplicate of record 20320412.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. This rv lead was explanted.